Event description:
It was reported to boston scientific corporation that, during an unknown procedure, an easycore biopsy needle was used to capture a biopsy sample. The physician removed the device containing the sample from the patient. The physician then attempted to retrieve the sample from the device and the cannula would not lock into place. The cannula "let go" which caused the specimen to "shoot across the room and stick to the wall". It is unknown if the physician completed the procedure; however, there were no patient complications and the patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.